Event description:
It was reported that the colonovideoscope screen becomes noised. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1-initial reporter establishment name- (B)(6) hospital. E1-address- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; due to corrosion on the plug unit, image noise occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.